Event description:
Patient was treated in the tricep area with the device. Procedure was uneventful and device performed as intended, with no device issues reported. The next day, the patient presented with severe swelling in her right arm and numbness in her fingers.

Manufacturer narrative:
The system was inspected prior to this complaint and was operating within its specifications at the time of release. At the time this patient was treated, the device performed as intended with no issues reported and treatment was uneventful. This patient was treated with a demonstration system and no reports of product issues/malfunctions have been reported with that system since this incident. Additionally, the system has been used in multiple treatments by various physicians without any issues/malfunctions.